Event description:
The user facility reported that the involved angio-seal was used after evt. Ali of the leg appeared after a few days. The thrombus was removed and carried out by fogart. The angio-seal that aberrated into the blood vessel and thrombus lump were aspirated.

Manufacturer narrative:
Patient identifier: requested, unknown. Age & date of birth: requested, unknown. Patient sex: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race: requested, unknown. Date of event: requested, unknown. Catalog number: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown catalog and lot number combination. UDI: unknown due to unknown catalog and lot number combination. Implanted date - unknown due to unknown date of event. Explanted date - unknown due to unknown date of event. Initial reporter name : unknown. Health professional: unknown. Occupation: unknown. Device manufacture date: unknown due to unknown catalog and lot number. Combination the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code and lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed since the patient required post procedural treatment. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).